Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitants used during this study: 10 f sound starprobe; lasso; thermocool sf. Other company's were used in this study: a 10 f acunav probe (siemens medical solutions, distributed by (B)(4)); vivid I system (ge healthcare, (B)(4)); cypress system (acuson corp, (B)(4)). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported 2 patients with pericardial effusion with tamponade occurred,which was managed by percutaneous pericardial drainage with no sequelae. None of the patients with pericardial effusion required surgical drainage. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "is transesophageal echocardiogram mandatory in patients undergoing ablation of atrial fibrillation with uninterrupted novel oral anticoagulants? Results from a prospective multicenter registry" the purpose of this study was to evaluate whether tee is necessary before af ablation in patients treated with novel oral anticoagulants (noacs). A total of 970 patients (514 apixaban patients and 456 rivaroxaban patients) were enrolled for this study. Suspected device is thermocool sf catheter; however catalog and lot number are unknown. Concomitants used during this study: 10 f sound starprobe; lasso; other company's were used in this study: a 10 f acunav probe (siemens medical solutions, distributed by (B)(4)); vivid I system (ge healthcare, (B)(4)); cypress system (acuson corp, (B)(4)).